Manufacturer narrative:
Continuation of d10: 694765 lead implanted: (B)(6) 2002 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a remote transmission was sent due to the patient experiencing syncope. There appeared to be undersensing on the right ventricular (rv) lead, which could have prematurely terminated events and interrupted biventricular therapy. It was further reported by a clinician that the patient's representative claimed the cardiac resynchronization therapy defibrillator (crt-d) "misfired and gave the patient a heart attack", however the clinician noted that the interrogation showed the patient had a ventricular arrhythmia that was successfully treated with appropriate high-voltage therapy. The patient's representative further stated the patient was hospitalized for nine days following the syncopal episode where the "pacemaker was shut off" and the patient "coded more than 10 times". The patient's representative was concerned the device "wasn't placed correctly or programmed correctly". The crt-d and rv lead remain in use. No further patient complications have been reported as a result of this event.